Manufacturer narrative:
Stryker evaluated the customer¿s device at the product assessment center (pac) and observed that device did not delivery a shock into defibrillator analyzer. The cause of the reported issue was determined to be due to the disconnected red energy capacitor wire from the j17 spade connector.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation stryker observed that device did not delivery a shock into defibrillator analyzer. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There were no reports of patient use associated with the reported event.